Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. The outer shaft was kinked in 3 places, 1 at the nosecone another at 12cm from the nosecone and the 3rd one at 23cm from the nosecone. The proximal shaft and the inner shaft were completely separated from the handle. The inner shaft was damaged/kinked at 27cm and 28cm from the tip. The stent was not returned. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The chronic totally occluded (cto) target lesion was located in the moderately calcified superficial femoral artery (sfa). A non-bsc angiographic catheter was used to image bilateral legs. Images showed the bilateral sfa occlusions with two vessel runoff. An angled non-bsc guide wire was used to engage the left iliac into the profunda branch, where then the 6fr. 70cm non-bsc sheath was placed. The non-bsc guide wire along with a .035" rubicon support catheter were then used to cross the lesion and travel down the left leg. Along with the guide wire and support catheter, several .018" and .014" wires and crossing catheters were used to try and cross the cto lesion without going subintimal. After no success with the smaller diameter wires, the non-bsc guide wire and rubicon support catheter were used and at some point went subintimal in the distal sfa. The non-bsc guidewire was then switched out for a .014" wire so a non-bsc re-entry catheter could be used to re-enter into the true lumen. True lumen re-entry was successful after the first attempt and a 4x120mm non-bsc balloon catheter was used to pre-dilate the vessel. A rosen wire was then switched out from the .014" wire for the deployment of a stent for extra support. A 7x200x130 innova self-expandable stent was then advanced to treat the lesion. As the innova stent was being deployed, a slow thumb wheel deployment technique was used but a quarter the way through deployment an issue occurred. The pull grip detached from the handle with around 60mm of the stent deployed. The physician tried to reattach the pull grip with the handle and at this time everything became stuck and the physician tried to pull the whole delivery system with the stent partially deployed back into the sheath. The physician then left the rosen wire down the vessel and removed the sheath with the delivery system out of the patient. A 7fr. Non-bsc sheath was then placed over the existing rosen wire to finish the rest of the procedure. It was shown by fluoroscopy that the stent although stretched out was fully deployed in the proximal sfa, not in the distal sfa where it was intended to be placed. A 6x200mm mustang balloon catheter was used to post-dilate the existing stent. A 7x120mm, 7x100mm, and an 8x100mm innova stents were then implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Age at time of event: 80's or 90's. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The chronic totally occluded (cto) target lesion was located in the moderately calcified superficial femoral artery (sfa). A non-bsc angiographic catheter was used to image bilateral legs. Images showed the bilateral sfa occlusions with two vessel runoff. An angled non-bsc guide wire was used to engage the left iliac into the profunda branch, where then the 6fr. 70cm non-bsc sheath was placed. The non-bsc guide wire along with a .035" rubicon support catheter were then used to cross the lesion and travel down the left leg. Along with the guide wire and support catheter, several .018" and .014" wires and crossing catheters were used to try and cross the cto lesion without going subintimal. After no success with the smaller diameter wires, the non-bsc guide wire and rubicon support catheter were used and at some point went subintimal in the distal sfa. The non-bsc guidewire was then switched out for a .014" wire so a non-bsc re-entry catheter could be used to re-enter into the true lumen. True lumen re-entry was successful after the first attempt and a 4x120mm non-bsc balloon catheter was used to pre-dilate the vessel. A rosen wire was then switched out from the .014" wire for the deployment of a stent for extra support. A 7x200x130 innova¿ self-expandable stent was then advanced to treat the lesion. As the innova stent was being deployed, a slow thumb wheel deployment technique was used but a quarter the way through deployment an issue occurred. The pull grip detached from the handle with around 60mm of the stent deployed. The physician tried to reattach the pull grip with the handle and at this time everything became stuck and the physician tried to pull the whole delivery system with the stent partially deployed back into the sheath. The physician then left the rosen wire down the vessel and removed the sheath with the delivery system out of the patient. A 7fr. Non-bsc sheath was then placed over the existing rosen wire to finish the rest of the procedure. It was shown by fluoroscopy that the stent although stretched out was fully deployed in the proximal sfa, not in the distal sfa where it was intended to be placed. A 6x200mm mustang balloon catheter was used to post-dilate the existing stent. A 7x120mm, 7x100mm, and an 8x100mm innova¿ stents were then implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.